Event description:
A malfunction involving a quickie q7 wheelchair was reported to sunrise medical on (B)(4) 2013. It was reported to sunrise medical that one of the backrest brackets broke. There were no falls or injuries reported due to this malfunction.

Manufacturer narrative:
Sunrise medical sent out a replacement backrest kit on (B)(4) 2013, under warranty, to (B)(6). (B)(6) will be making the necessary repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.